Event description:
On 3/6/97, the facility nurse contacted a MFR clinical rep and provided the following info concerning this pt/device: the device was implanted on 1/13/97 in the left subclavian. A chest x-ray was performed to evaluate device catheter patency. The results were suggestive of an occlusion of the catheter under the clavicle. On 2/27/97, the pt had pain and swelling in her left arm. A duplex sonography was performed and was inconclusive. The device catheter was reported to be "broken" upon explant on 2/27/97. The device was replaced with another MFR's catheter. The explanted device was discarded. (Note: this is the second report the MFR has received concerning this pt. Please see medwatch report #1219454-1997-00141 for add'l details and investigation of the first event).